Manufacturer narrative:
B5: information added.

Event description:
It was reported that pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was being performed. Venous femoral access was obtained. Intracardiac echocardiogram (ice) imaging confirmed there was no pe noted prior to the transseptal puncture (tsp). Tsp was performed using versacross connect (vcc) transseptal access system through a watchman fxd curve access sheath (was). Crossing of the septum tissue was noted to be difficult as the first attempt to cross tsp using the vcc did not result to be successful. The physician had to reset to drop back down onto the septum and successfully went transseptal on the second attempt. A 27mm watchman flx pro closure device and delivery system (wds) was advanced and deployed in the laa but subsequently recaptured/redeployed for 5 attempts that were unsuccessful, so it was removed. A pe sweep check was performed, and no pe was noted at this time. A 24mm wds was then inserted and was successfully deployed after 3 attempts and implanted after meeting release criteria. Another pe sweep check was performed after the closure device was implanted and a pe was noted. A pericardiocentesis was performed and a pericardial drain left in place. The procedure was concluded, and the patient was admitted to the intensive care unit (ICU) for further observation. It was further reported that the location of the pe was circumferential. The pericardiocentesis fluid that was removed was colored bright red. In the physician's opinion, the cause of the pe may have been due to the watchman closure device deployment, but unable to rule out tsp.

Event description:
It was reported that pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was being performed. Venous femoral access was obtained. Intracardiac echocardiogram (ice) imaging confirmed there was no pe noted prior to the transseptal puncture (tsp). Tsp was performed using versacross connect (vcc) transseptal access system through a watchman fxd curve access sheath (was). Crossing of the septum tissue was noted to be difficult as the first attempt to cross tsp using the vcc did not result to be successful. The physician had to reset to drop back down onto the septum and successfully went transseptal on the second attempt. A 27mm watchman flx pro closure device and delivery system (wds) was advanced and deployed in the laa but subsequently recaptured/redeployed for 5 attempts that were unsuccessful, so it was removed. A pe sweep check was performed, and no pe was noted at this time. A 24mm wds was then inserted and was successfully deployed after 3 attempts and implanted after meeting release criteria. Another pe sweep check was performed after the closure device was implanted and a pe was noted. A pericardiocentesis was performed and a pericardial drain left in place. The procedure was concluded, and the patient was admitted to the intensive care unit (ICU) for further observation.